Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting atrial undersensing and t wave oversensing. Technical services (ts) was consulted and recommended adjusting parameters. The device remains in service. No adverse patient effects were reported.